Event description:
It was reported that the patient received an inappropriate shock, and the lead integrity alert (lia) triggered. The lead exhibited noise and oversensing. The lead will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.